Manufacturer narrative:
(B)(4): baxter medical assessment: the provided information is not sufficient to provide a safety/medical assessment. While some foreign bodies may not incite an inflammatory reaction, it is not feasible to make any determination with the information provided. Further investigation needs to clarify the following: what is the description of the flakes regarding number, size, color, location within the reconstituted matrix. What material the flakes consist of will have a direct correlation to whether or not these flakes can cause injury to a patient if they were to go undetected and be introduced into a patient's wound and possibly incorporated in the hemostatic clot. (B)(6). Baxter is currently waiting for receipt of the complaint sample. A follow-up report will be submitted upon receipt and evaluation of the complaint sample.

Manufacturer narrative:
(B)(4): baxter follow-up medical assessment: examination of the flakes has identified them as blood particulates. Confirmation that there was no deviation in the manufacturing process rules out exposure to blood particulates during the manufacturing of this lot; therefore, it is reasonable to determine the blood particulates were from the patient. It is not unusual for the operating room personnel to have blood on their gloves while preparing hemostatic agents for use. Contamination of floseal with these small particulates of the patients own blood would not cause any harm to the patient or the user. No further action is required. (B)(4). This case will be kept on file for trending purposes.

Event description:
Additional information received from technology resources on (B)(4) 2011: stereomicroscopic examination reveal the presence of two, red to light brown, irregularly shaped particles, approximately 0.2 and 0.1 mm in size, on the interior rib of the empty plunger and three red to light brown, irregularly shaped particles, approximately 0.5 mm, 0.2 mm, 0.1 mm in size on the ribs of the gelatin matrix component plunger. The stereomicroscopic examination also showed the presence of a small number of red to light brown, irregularly shaped particles, approximately, 1.4 mm in size, on the exterior surface of both syringe barrels. The particles were isolated and analyzed by edxs and micro ft-ir. The edxs analysis detected moderate to low proportional levels of sodium, chlorine, oxygen, and silicon, and low proportional levels of sulfur, nitrogen, and calcium in the particles. Infrared analysis of the particles produced spectra that were consistent with a secondary amide containing material. The red/brown particles were tested micro-chemically for the presence of blood. The test was positive. The red to light brown particles were deposits of dried blood. Additional information received from baxter hayward on (B)(4) 2011: a review of the inspection and manufacturing batch records indicated that floseal 5 ml, lot ha110118 was manufactured without any exceptions and/or deviations that would result in a solution-particles complaint. The root cause does not appear to be a manufacturing defect with a baxter process. The surgical operation environment where the device is being used in has a high chance for the device to be exposed to blood particles.

Event description:
Customer reported that there were flakes in reconstituted floseal solution.